Event description:
During a scheduled procedure, surgeon informed the surgical staff that the mega suturecut needle driver robotic instrument was not cutting the suture properly and that he needed a second instrument of the same type opened to the field. The circulating nurse opened a spare instrument of the same type to the field and the procedure continued as planned. The instrument's ref# is 471309 and its lot# k10220125 0175. The robotic instrument had 10 lives (uses) remaining. FDA safety report ID # (B)(4).